Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a computed tomography (CT) scan on (B)(6) 2019 of the heart showed that the inflow cannula is oriented towards the anterior wall and possible in contact with the wall intermittently. The repeated CT scan on (B)(6) 2019 of the heart shows the inflow cannula tip positioned well within the left ventricular cavity.